Event description:
During robotic prostatectomy, with bilateral pelvic lymph node dissection, the surgeon noticed a broken wire in the wire bend of the prograsp forceps. Route: yes. Event abated after use stopped or dose reduced? Yes.